Event description:
This customer reported that after reassembling the device, it would not power on. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that after reassembling the device, it would not power on. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.